Event description:
It was reported that the clinicians were having overfill/underfill problems. Per customer, "pembro 100ml viaflex, 70/30 split. Piv ~20-40% occlusion, pre flush 80.22, eoi 110.54 @34minutes. Ds 1062a d5w prefilled bag but split 97/25 for final 122ml preprimed in a primary line. Eoi was 164.46 @44minutes. Piv ~30% occlusion. No delays/pauses in either infusion." There was patient involvement but the impact is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility